Manufacturer narrative:
A lens work order search was performed and no similar complaint was found.

Event description:
The reporter stated, the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens cracked at the haptic junction. The surgeon felt it would not cause the pt any visual problems so the lens was left implanted in the eye. The lens remains implanted with no pt problems or injury.